Manufacturer narrative:
(B)(4). Batch # m55m0t. The analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the ats45 firing handle broke during staple firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.